Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that there was a tubing crack that caused a leak. The event occurred in the cvsicu. The medication infusing was propofol. It was noted that the propofol was ordered at 10mcg/kg/min and infusing at a rate of 4.67ml/hr. As a result of the leak, the medication was not infusing properly, which caused the IV pump to alarm as intended. At this time, the nurse entered the room and found propofol on the floor, and observed the cracked tubing. It was reported that there was no patient or user harm. There were no adverse effects to the patient as a result of the event. Received a copy of the customer's additional information letter from FDA which states, ¿elderly male post operation from coronary artery bypass graft x 3, "propofol tubing was found to have a crack in it. IV pump alarmed. When nurse went into the room she found propofol on the floor, and at that time discovered the crack".

Manufacturer narrative:
Additional information provided: a.2, b.5, b.7 & g.3.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "elderly male post operation from coronary artery bypass graft x 3, "propofol tubing was found to have a crack in it. IV pump alarmed. When nurse went into the room she found propofol on the floor, and at that time discovered the crack."

Manufacturer narrative:
The customer¿s report that there was a tubing crack that caused a leak was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted small cut in the tubing above the check valve component. No other anomalies were observed. Functional testing confirmed leaking from the cut in the tubing. No other leaks were observed throughout the set. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that there was a tubing crack that caused a leak. The event occurred in the cvsicu. The medication infusing was propofol. It was noted that the propofol was ordered at 10mcg/kg/min and infusing at a rate of 4.67ml/hr. As a result of the leak, the medication was not infusing properly, which caused the IV pump to alarm as intended. At this time, the nurse entered the room and found propofol on the floor, and observed the cracked tubing. It was reported that there was no patient or user harm. There were no adverse effects to the patient as a result of the event. Received a copy of the customer's additional information letter from FDA which states, ¿elderly male post operation from coronary artery bypass graft x 3, "propofol tubing was found to have a crack in it. IV pump alarmed. When nurse went into the room she found propofol on the floor, and at that time discovered the crack". Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "elderly male post operation from coronary artery bypass graft x 3, "propofol tubing was found to have a crack in it. IV pump alarmed. When nurse went into the room she found propofol on the floor, and at that time discovered the crack."